Manufacturer narrative:
D10 concomitant product: lf1212, lf1212 sml ligasure jaw sealer/div, (lot #s23dh734l). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively of a hemorrhoidectomy procedure, the patient came to the emergency room (ER) two days post operative with anal bleeding. During examination, it was found out that the bleeding came from the area that was sealed by ligasure device. Three ligasure seal sites have found to be reopened. Patient had less than 250ccs bleeding and did not require blood transfusion, however, the area had to be sutured and resulted in a 1 day extend patient hospitalization. During the procedure, the device was connected to a generator with 4.0.3. Software version, an activation tone was heard, end tone was heard, and no re-grasp alert. The patient was not on any medications, did not receive chemotherapy, or any other illnesses that would affect the operation.